Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the event was resolved with sequelae on (B)(6) 2017; the sequelae included persistent mild hemiparesis. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that patient experienced left hemiparesis and a muscular strength of 2/5. The diagnostic methods included a device interrogation and an examination on (B)(6) 2016 that resulted in a encephalon CT scan, which was normal. The etiology was noted as being possibly related to the device/therapy and related to the implant procedure; the surgery/anesthesia were noted. The actions/interventions taken to resolve the issue included physical rehabilitation on (B)(6) 2016; the event resulted in an unscheduled clinic or office visit. The event was considered resolved with sequelae; the sequelae included persistent mild hemiparesis. No further complications were reported/anticipated.